Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 12.7-12.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.